Event description:
It was reported that sometime post port placement via right subclavian vein the device allegedly had leakage during infusion and the patient allegedly experienced pain. It was further reported that during x-ray examination revealed the catheter allegedly break. Reportedly the distal catheter segment and the port was removed. The patient current status was unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong products that are cleared in the us. The pro code and 510k number for the power port isp m.r.I., 8fr groshong products is identified in d2 and g5. H10: manufacturing review: a lot history review was performed. This is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: one powerport MRI isp with groshong catheter in two segments were returned for evaluation. Gross, microscopic visual and functional testing were performed. The investigation is confirmed for the reported fluid leak and catheter fracture and the identified pinch off and material separation as a complete circumferential break that was elliptical in shape was noted approximately from the distal end of the cath-lock. Both edges of the circumferential break were elliptical in shape, and appeared deformed. The edges were jagged with granular surfaces. Further, during functional evaluation both the catheter segments and port body were patent to infusion and aspiration with no issues. A definitive root cause was not identified. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 10/2021), g3. H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong products that are cleared in the us. The pro code and 510k number for the power port isp m.r.I., 8fr groshong products is identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Expiry date (10/2021).

Event description:
It was reported that sometime post port placement via right subclavian vein the device allegedly had leakage during infusion and the patient allegedly experienced pain. It was further reported that during x-ray examination revealed the catheter allegedly break. Reportedly the distal catheter segment and the port was removed. The patient current status was unknown.